Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a over infusion of heparin infusion. The medication was started at 1109 with 500ml bag with intended rate of 25.3ml/hr. After an hour, the heparin bag was empty causing an over infusion. The customer verified that the dosing rate of 14 units/kg/hr (25.3 ml/hr) is accurate, plus these heparin bags are 500 ml and the pump displayed there were still 422.1 ml to be infused (vtbi = volume to be infused). It was learned after due diligence that the patient's anti-xa level was > 2 iu/ml and aptt > 120 sec. The heparin drip was discontinued and labs were closely monitored however there was no bleeding reported.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion of heparin. The medication was started at 1109 on (B)(6) 2024 with 500ml bag with intended rate of 25.3ml/hr. After an hour, the heparin bag was found empty, but the device displayed 422.1ml still left to be infused. It was reported that the clinician verified the dosing rate of 14 units/kg/hr. (25.3 ml/hr.) Was "accurate." The patient's anti-xa level was greater than 2 iu/ml and aptt level was greater than 120 sec. The heparin drip was then discontinued, and labs were closely monitored. However, there was no bleeding reported.